Manufacturer narrative:
On april 20, 2020, the product investigation was completed. Device investigation summary: during visual evaluation a tear was observed on the anterior view, measuring 1 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 26, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female underwent primary breast augmentation with 380cc mentor memorygel breast implants and experienced rupture on the right side intraoperatively. The implant was not put in the patient.